Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, while the surgeon tapping the trochanteric femoral nailing system advanced (tfna) nail into the patient, a portion of the driving cap broke off inside the hybrid insertion handle leaving both instruments damaged. The portion of the driving cap incarcerated in the insertion handle which the surgeon could not remove or thread another driving cap. The surgeon was able to lightly tap the handle and finish tapping the nail into the canal. There was no backup used. There was no surgical delay. The procedure was successfully completed with no harm to the patient. Concomitant device reported: unknown hammer (part# unknown, lot# unknown, quantity# 1). Unknown nail (part# unknown, lot# unknown, quantity# 1). Insertion handle (part# 03.037.011, lot# unknown, quantity# 1). This is report 01 of 01 of (B)(4).